Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella 5.5 support waiting for an left ventricular assist device, had runs of ventricular tachycardia (vt) overnight and the impella was repositioned. On day 16 of impella support the patient had vt ablation. The procedural outcome was the patient survived surgery.